Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
During a literature search, atricure became aware of a patient who reportedly underwent convergent procedure with concomitant left atrial appendage ligation. Approximately three weeks after procedure, the patient presented with melena and presyncope. Hemorrhagic pericardial effusion with tamponade physiology and a gastrointestinal (gi) bleed were diagnosed. Management included pericardiocentesis, anticoagulation reversal, and stabilization of the gi bleed. There were no further reported complications following intervention. There was no reported device malfunction, and the adverse events were the result of procedural complication. Source: hemorrhagic pericardial effusion and gastrointestinal bleed after atrial fibrillation epicardial ablation: a case report sun, kairui authorea. June 04, 2025. Doi: 10.22541/au.174902272.29375404/v1.